Manufacturer narrative:
Continuation of medical devices: product ID 977d260, serial# (B)(4), product type screening device. Product ID 977d260, serial# (B)(4), product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 16-may-2022, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(4), ubd: 16-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a trial patient with a wireless external neurostimulator (wens). The rep reported that the patient initially had stimulation on both sides (2 leads implanted) and everything had been going well until just now when they took a nap and now only feel stimulation on their left side. The rep had the patient increase amplitude, but the intensity was all on the left side. The rep had the patient try all 3 groups and stimulation was always on the left side. The rep reported that the patient¿s son checked connections and everything looked okay and the leads were seated in the wens. The rep reported that he patient hadn¿t seen any error messages on the controller. No troubleshooting could be done due to lack of access to the product. The rep suspected that the lead may have migrated. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2018. The rep reported that lead migration was confirmed. The rep reported that the patient felt better during the trial and as a result, did extra bending and twisting doing housework. The patient had lead pull and surgical consult the next business day and implant was to be scheduled. No further complications were reported.